Manufacturer narrative:
The specimen was lithium heparin plasma that was centrifuged at 3,000 rpm. Per customer, qc was within specifications and no errors were posted to the event log in association with this event. A field service engineer (fse) was dispatched: the fse performed a preventive maintenance (pm). Another fse was on site a few days later and noted bubbles in the wash pump. The wash pump was rebuilt. Verification testing met published specifications. Although hardware issues were addressed, no definitive root cause could be determined for this event. A malfunction will be assumed for the purpose of this report.

Event description:
A customer obtained an erroneously elevated troponin (accu tni) result for one patient. The initial result was 0.68ng/ml and a result of 0.01ng/ml was obtained when the original sample was tested on a different instrument. No reports of death, injury, or change to patient treatment have been reported in connection with this event.